Event description:
It was reported that an ilet device exhibited battery depletion, characterized by failure to charge reliably despite use of multiple outlets and transient increases in charge percentage followed by decline, and engineering review corroborated that the device struggled to hold a charge, leading to shipment of a replacement and instructions for return and data sync. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no hospitalization, and continued use of the patient¿s cgm with a phone or receiver until replacement arrival. Investigation included review of engineering logs and confirmation of battery performance concerns. Investigation of this device revealed a device battery performance malfunction consistent with a hardware power/charging component issue. It was concluded, based on previously established findings for similar reports, that the cause was a device-related hardware malfunction of the battery or charging subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.